Manufacturer narrative:
Additional information was received on 4/25/2019. Right deflation was initially reported, however, the deflation resulting in the need for explant surgery was diagnosed on the left prosthesis. The serial number has been updated. When the explant and replacement surgery was being performed due to the left deflation, the right prosthesis was found to be partially deflated and have capsular contracture present (baker's grade unknown). (B)(4) was created to capture the event noted during the replacment surgery. To the right prosthesis. Bilateral prosthesis replacement with mentor smooth round high profile 330cc saline prostheses was performed. The mentor failure analysis lab received the device for evaluation on 5/1/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant. During evaluation of the sample some creases were observed on the anterior and posterior view. Leak testing revealed a tear within the crease noted in the anterior aspect measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflated or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint condition were identified. Concomitant medical products: mentor smooth round moderate profile 275cc saline prosthesis, catalog #3501640, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis and experienced right sided deflation post procedure. The deflation was diagnosed by a physician. As a result, and explant is planned for (B)(6) 2019.